Event description:
My dentist has given me clear retainers to wear after she took my braces off. This device caused me to have a sore, itchy throat, difficulty breathing, nausea. Was given at dentist office in retainer - no name was made by orthodontist in office. Called ortho, was told I had anxiety. Tried again with same reactions. Stopped using product. Frequency: 24/7. How was it taken or used: in mouth. Why was the person using the product: aligning teeth. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: yes.